Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A company representative reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer started on the pump 2 days ago and experienced high blood glucose readings. The customer also stated that she has been experiencing low blood readings before using the pump. The customer stated that she was admitted to the hospital at (B)(6) due to passing out. The customer also stated that her body is going through changes since it is coming from lantus. The customer stated that there is air bubbles in the insulin. The customer was advised to store the insulin at room temperature. The customer was advised that bent cannulas tend to be contributing factors to unexplained high blood glucose readings.